Event description:
It was reported that during a da vinci hysterectomy procedure, the wire on the large suturecut needle driver instrument broke. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. The other cables at the wrist are not damaged. Failure analysis investigation also found that the edge of the distal pulley exhibits a mechanical indentations and the surface of the pulley has scratches. It was concluded that the damage to the pulley is likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken grip cable could likely cause or contribute to an adverse event if the failure mode were to recur.